Event description:
The patient was undergoing aortic valve replacement in the heart, when the 23mm mechanical heart valve was being inserted (parachuted) by passing down the suture, one of the leaflets fell apart. The pieces were removed except one piece which they could not locate. The surgeon irrigated with copious amounts of saline and suctioned dry. It was assumed the leaflet was removed via suction, it was never located. Another valve (21mm) was placed in the aorta and the surgery completed without incident. The clamp time was increased by 10 minutes for a total clamp time of 110" which is within standard.